Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had developed an infection following her implant procedure. Additional information was received indicating that the infection was first observed 1-2 weeks post implant. The patient is being treated with antibiotics which appear to be effective as the patient's condition is said to be improving. The infection is at the patient's generator site, and manipulation and trauma are not suspected. Cultures were also taken, however, the results of the cultures are unclear as two tests have indicated that the infection is not (B)(6). The patient's implanted product information is currently unknown, however, attempts to obtain this information will be performed.

Event description:
Information regarding the patient's implanted products was received from the hospital and the device history records for the implanted generator and lead have been reviewed. Sterilization of both the lead and generator was confirmed prior to shipment.